Manufacturer narrative:
Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Pt was implanted with screws, rods and locking caps at l2-s1 on (B)(6) 2010. Follow up CT scans and x-rays taken (B)(6) 2010 and (B)(6) 2010, showed that the left rod disengaged from the left screw at s1. The right rod was beginning to disengage from the right screw at s1. Pt was revised on (B)(6) 2010. Surgeon removed the left s1 screw and replaced it with a uss screw. The left s1 locking cap was removed and replaced and a parallel connector with a new rod was connected to the original rod. The right s1 locking cap was removed and replaced with another locking cap. The right s1 screw and original rods were not removed. This is the 6th of 6 reports submitted on this event.